Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this male patient's left knee was revised. Femur augments stem poly. Patient was last known to be in stable condition following the event. Devices are not returning due to hippa. X-rays are not available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H6: corrected: health effect - clinical code and medical device problem code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.